Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had an MRI of their brain in 2012, which was the only time they had to turn their machine off. They also had an MRI of their breast and was having another MRI later in the month of the report. The patient made an appointment with their hcp and found there was nothing wrong with the unit; it was user error. They received a video and instruction from the hcp office. The issue was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they had an x-ray and had to turn the device off. The patient noted that they did not remember the reason for the x-ray but knew that it had nothing to do with their arthritis. The patient noted that they could not program the unit and could not push it up to 7 which was the number they wanted. The patient stated that they put in new batteries, but could not go past 4. The patient noted that they were going to follow up with their healthcare professional (hcp). No further complications were reported or were expected.